Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of trending data, a review of manufacturing documentation, and a review of product labeling. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Using worldwide field data, the performance of reagent lot 45883un19 was evaluated. The patient median data and cal f rlu mean were analyzed, and this evaluation indicated that the patient median result for lot 45883un19 are within the established limits. However, review of the data associated with reagent lot 45883un19 indicates the cal f rlu are not within the established limits. The accuracy testing was performed for reagent lot 45883un19 using an internal troponin-I panel which was tested with a retained kit of the reagent lot, and acceptance criteria were met. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified for the architect stat troponin-I reagent lot 45883un19.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated troponin results for 2 patients, when processing on the architect i1000sr. The following data was provided: sample 1: initial trop 0.28 ng/ml range 0.00-0.03; sample 2: initial trop 0.09 ng/ml range 0.00-0.03. The customer reported the repeat on original samples generated normal troponin values. Due to the elevated false result, one of the patients was administered 0.4mg nitrostat and 325mg tylenol. The customer indicated there was no reported adverse impact due to the medication administration.